Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's implantable cardioverter defibrillator exhibited inappropriate mode switch due to far r wave oversensing. Programming changes were made. The patient status was unknown.